Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the trufreeze console system. The technician observed that user facility personnel were utilizing a high-pressure source tank to fill their trufreeze console system which is not proper procedure per the device's operator manual. The operator manual states, "caution: a low pressure (30 psi max, 22 psi recommended), medical grade liquid nitrogen source must be used to fill the console. Filling from a high pressure source tank may result in equipment damage or operator injury." As user facility personnel utilized a high-pressure source tank it subsequently caused damage to the pressure relief burst disc. The technician replaced the disc, tested the function and operation of the unit and returned the device to service. The technician counseled user facility personnel on the proper use and operation of the trufreeze console system, specifically the importance of utilizing a low-pressure source tank. No additional issues have been reported.

Event description:
The user facility reported that a component to their trufreeze console system became damaged after the console was filled from a high-pressure source tank. User facility personnel elected to postpone the patient procedure. No report of injury.